Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to include additional information (present in b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a charge-coupled device (ccd) failure has caused a communication fault and no image is displayed. Causes of the charge-coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use. There was a 5-minute delay in the procedure as a result of the event.

Event description:
The customer reported to olympus, the hd autoclavable camera head has no picture and a discolored lead. The issue was found during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image produced and the cable assembly was discolored. Additionally, the video connector was cracked on both sides. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.